Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage and moisture damage on the insulin pump. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump stopped working during swimming. The customer mentioned crack in pump where the water tightness was compromised. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with critical pump error open book and was unable to download due to moisture damage on the electronic assembly. Moisture damaged was also found on the motor assembly. The insulin pump had cracked case at the corner of the belt clip rails and minor scratched lcd window.